Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was harder to push insulin into. Additionally, it was reported that a cartridge was missing the septum. There was no reported impact to the customer's blood glucose level.